Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the 3d imaging does not work. They cannot perform 3d scans, and the system does not react to the foot switch. No error message on the pendant. No audio signals coming from the image acquisition system (ias). The 2d imaging quality was poor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a rad/gain calibration was performed on the imaging system which restored functionality and the issue did not recur following the calibration.